Event description:
During a remote follow-up, post-paced t-wave over-sensing episodes were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. The device was then reprogrammed and the patient is stable.